Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4).

Event description:
Additional information received via email: no patient was involved.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a damaged housing. The customer stated problem was not duplicated. Recalibrated upstream sensor as preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device was not reading cassette error. It is unknown if there was no patient, or clinician injury associated with this event.